Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced dizziness and presented to the emergency room. Upon device interrogation, the right ventricular lead exhibited failure to capture and long pauses. It was suspected that the lead was dislodged. The patient was brought into procedure on (B)(6) 2019 and the lead was repositioned successfully. The patient was recovering post procedure.